Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.

Manufacturer narrative:
The product has been received; however, no analysis will be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Manufacturer narrative:
This product is being evaluated n our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. No additional adverse patient effects were reported.